Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: corrected sections d4, d6b (as it was (B)(6) 2021 and should have been not applicable on the initial FDA report).

Manufacturer narrative:
Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. In this case, a definitive root cause for pannus could not be conclusively determined. However, there are no indications of a manufacturing defect. The event in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 3300tfx23mm, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of seven (7) years and three (3) months likely due to pannus leading to stenosis. The patient presented with short of breath and lvef > 70%. A sapien 3 ultra valve was successfully implanted in replacement. The patient was noted as to be recovering. As per medical opinion, this was an early valve failure.